Manufacturer narrative:
Onsite investigation was conducted by an intuitive surgical inc. (Isi) technical field specialist (tfs) however the tfs was unable to reproduce customer reported issue of error 25580. The tfs reviewed the system logs and verified the error 25580 and replaced the remote arm controller (rac). Isi has received the rac involved with the complaint and completed device evaluation. Failure analysis investigation could not replicate the reported fault; however, confirmed the error 25580 in the system logs. The rac controller module (rcm) will be replaced as a precaution. This complaint is being reported due to a da vinci system malfunction rendering the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if this malfunction were to recur it could likely cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci low anterior resection procedure, the surgical staff encountered a system error code 25580. A system error 25580 is a non-recoverable fault. Prior to contacting a technical support engineer (tse) for assistance, the surgical staff power cycled the system. However, the system error code 25580 recurred. The tse reviewed the logs and confirmed the error 25580 pointing to remote arm controller (rac) 3. The procedure was in progress for about 1 1/2 hours prior to the error occurring. The site confirmed they inspected the system prior to use and there were no issues noted during set up of the system. The surgeon converted to open due to the recurring error 25580. The procedure was completed successfully. There was no patient injury reported.